Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01592. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient¿s right hip was revised approximately 11 years post-implantation due to dislocation. The patient stated that she had experienced 3 episodes of dislocation 6 months prior to the revision surgery. The head and liner were removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The event has been reported under incorrect MFR number. This will now be reported under a (B)(4) MFR number 0002648920-2017-00286.